Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that on (B)(6) 2017, intra-op, the balloon was increased sequentially up to about 600 mm of pressure with partial fill. On the right just at the very beginning of inflation of the balloon, the balloon broke with minimal pressure. Procedure became bilateral t12-l1 laminotomy with partial facetectomy without discectomy and without foraminotomy- durotomy repair on the right at l1.